Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jvt3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that she noticed a problem when walking through security; the stimulation was increasing and zapping her. The patient confirmed this was only momentary and had happened to her twice. This was considered a sudden change in therapy/symptoms. The patient also reported that she spoke with the healthcare professional (hcp) about having therapy reprogrammed in (B)(6) because she was had to keep turning it up due to having increased leakage. The patient currently had amplitude at 7.0v and was not feeling stimulation sensation and had to increase about every 4 months. The patient further stated that the hcp told her it just needed to be reprogrammed. The event occurred during normal use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. No outcome or intervention was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.